Event description:
The following event was reported in a source literature: "a man presented in 2007, with lower back pain and an MRI demonstrated multiple vertebral compression fractures. The patient was diagnosed with systemic mastocytosis with no extra-skeletal involvement. Two weeks later, the patient was referred for a kyphoplasty procedure to treat persistent and localized back pain at t12 and l1, using kyphos-fs-r calcium phosphate. During the procedure, the patient experienced arterial hypotension after balloon inflation which was thought to be due to pressure-induced mast cell degranulation that transiently required vasopressor support. The patient was discharged with tolerable back pain. Six months later, the patient presented with worsened back pain, which indicated progressive bone loss. Glutocosteroid treatment was stopped and subcutaneous treatment with interferon was initiated. The patient was seen four months later, and was free of pain." No other information was available.

Manufacturer narrative:
Report source: "multimodal therapy for vertebral involvement of systematic mastocytosis", by antonio kruger, md, christine hamann, md, cornelia brendel, md, annette ramaswamy md, michael schnabel, md, andreas neubauer, md, and lorenz c. Hofbauer, md. Method - device not returned.